Manufacturer narrative:
(B)(4). D10: 42512400513 - articular surface fixed bearing posterior stabilized (ps) left 13 mm height - 63202750. 42532006401 - tibia cemented 5 degree stemmed left size c - 63380431. 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 63483656. 42540200029 - all-poly patella cemented 29 mm diameter - 63411320. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Patient reported a popping sensation with feeling the joint gave out. They noted their last episode they heard the pop and felt the implant move out then pop into place. The patient also reported having pain and difficulty ambulating. No records were provided. The patient followed up with their surgeon, who ordered an MRI for their continued pain, difficulty ambulating, decreased range of motion, and subluxation. A revision was planned for the near future but was delayed due to the patient's medical history. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b6; d2; g1; g3; g6; h1; h2; h11 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 6 months of popping occurring making the patient feel unstable and also has some back pathology at this time. The patient has pain at rest and with activities affecting ambulation, instability, buckling, and popping. The exam noted effusion, tenderness, decreased rom, and an antalgic gait using a cane. X-ray imaging noted a well aligned prosthesis with anterior subluxation of tibia in the lateral view and a MRI was ordered. Treatment was discussed and a revision was put on hold due to pre-existing medical conditions. This event is for a planned revision for instability, subluxation, difficulty ambulating, and pain is considered a serious injury as illness or impairment for which hospitalization, medical intervention and/or surgical intervention has occurred. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: intact left knee arthroplasty. Trace joint effusion. Mild extensor mechanism tendinosis, with patella baja. No soft tissue mass is visualized. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.